Event description:
It was reported by customer that port needle has a y-site where blood gets trapped. It is very difficult to flush and clear the blood from this area, which could potentially lead to clabsis. Customer reports there is not a date of event as this has occurred multiple times. No other information was provided. It was reported this occurred with ten devices. This report addresses all ten devices.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood getting trapped in the y-site connector is inconclusive because the originally alleged samples were not returned for evaluation. One 20 ga x 0.75 in powerloc infusion set with a y-site was returned for evaluation. The alleged lot number was observed to be ashsfc044 and part number 0672010, while the returned product is of lot asjxfc001 and part number 0672034. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the returned device. A functional test of charging the y-site with dye water and attempting to clear the dye from the catheter with clear water using a 12 ml syringe revealed the water would clear from the luer of the y-site of the infusion set. The complaint of blood getting trapped in the y-site connector is inconclusive because the originally alleged samples were not returned for evaluation. This complaint will be recorded for future trending and monitoring purposes.